Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), fallopian tube perforation ("perforation fallopian tube"), uterine perforation ("perforation (uterus)/ malposition of essure device: left device embedded in uterus/ migration of essure device: uterus"), device breakage ("device breakage") and genital haemorrhage ("abnormal heavy bleeding") in an adult female patient who had essure (batch no. 629300) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation, nabothian cyst and paratubal cyst. *following the requisite time, hsg (hysterosalpingogram) was performed but no result was provided. Current weight 240 lbs approximate weight at the time of essure placement 190 lbs. Previously administered products included for an unreported indication: allergic reaction to analgesics, maxalt and ibuprofen. Concurrent conditions included uterine bleeding (irregular menstrual cycle) since (B)(6) 2009. In 2009, the patient experienced dysmenorrhoea ("abnormal menstrual pain / cramping"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches"), migraine ("migraines"), weight fluctuation ("weight fluctuation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), herpes zoster ("autoimmune disorder:shingles"), bronchitis ("autoimmune disorder:bronchial infection"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). In 2011, the patient experienced fatigue ("fatigue") and feeling abnormal ("neurological conditions or problems:brain fog"). In 2014, the patient experienced allergy to metals ("nickel allergy"). In 2016, the patient experienced rash ("allergic or hypersensitivity reaction:rashes/ skin rash") and tongue geographic ("allergic or hypersensitivity reaction:geographic tongue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("debilitating abdominal cramping"), back pain ("severe back pain"), pruritus ("itching"), anxiety ("psychological or psychiatric problems:anxious"), depression ("psychological or psychiatric problems:depression"), marital problem ("marital stress"), alopecia ("hair loss"), arthralgia ("joint pain (in joints beneath hips, ankles, knees)"), abdominal pain upper ("stomach pain/stomach cramping"), fallopian tube spasm ("constant forward movement in an effort to minimize tubal spasm"), stress ("psychological or psychiatric problems:stress") and pain ("in joints beneath my waist") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fallopian tube perforation, uterine perforation, device breakage, genital haemorrhage, abdominal pain, abdominal pain lower, menorrhagia, headache, rash, pruritus, fatigue, weight fluctuation, anxiety, depression, vaginal haemorrhage, herpes zoster, bronchitis, bladder disorder, urinary tract disorder, feeling abnormal, allergy to metals, tongue geographic, weight increased, marital problem, alopecia, hormone level abnormal, fallopian tube spasm and stress outcome was unknown and the dysmenorrhoea, back pain, migraine, arthralgia, abdominal pain upper and pain had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, bronchitis, depression, device breakage, dysmenorrhoea, fallopian tube perforation, fallopian tube spasm, fatigue, feeling abnormal, genital haemorrhage, headache, herpes zoster, hormone level abnormal, marital problem, menorrhagia, migraine, pain, pelvic pain, pruritus, rash, stress, tongue geographic, urinary tract disorder, uterine perforation, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: plaintiff will be required to undergo a hysterectomy with removal of the essure devices which has been scheduled for (B)(6) 2017. The number of expanded coils that appeared trailing into the uterine cavity was 3. The number of expanded coils that appeared trailing into the uterine cavity was 6. Current weight 240 lbs diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Pathology test - on an unknown date: surgical pathology report: final microscopic diagnosis: uterus, hysterectomy: (152 g) - cervix: nabothian cysts - endometrium: weakly proliferative endometrium - myometrium: adenomyosis and leiomyoma, 8 mm - cornu: metallic devices, bilateral - serosa: subserosal adenomyoma ovaries, bilateral: cystic follicle oviducts, bilateral: benign paratubal cyst and tubo-ovarian adhesions.. Most recent follow-up information incorporated above includes: on 9-apr-2019: pfs + mr received. Lot no. Was added. Events abnormal bleeding (vaginal), shingles, bronchial infection, malposition of essure device: left device embedded in uterus/ migration of essure device: uterus, bladder disorder, urinary problems, brain fog, device breakage, nickel allergy, geographic tongue, perforation fallopian tube, weight gain, perforation (uterus), marital stress, hair loss, joint pain (in joints beneath my waist,hips,ankles,knees), fallopian tube spasm, stomach cramps, hormonal imbalance and stress was added. Outcome were changed. Medical history and concomitant drug was added. Lab data was added. Reporter and reporter information was added. On 10-apr-2019: medical record received - new reporter were added. No significant information were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), fallopian tube perforation ('perforation fallopian tube'), uterine perforation ('perforation (uterus)/ malposition of essure device: left device embedded in uterus/ migration of essure device: uterus') and device breakage ('device breakage') in an adult female patient who had essure (batch no. 629300) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation, nabothian cyst and paratubal cyst. *following the requisite time, hsg (hysterosalpingogram) was performed but no result was provided. Current weight 240 lbs. Approximate weight at the time of essure placement 190 lbs. Previously administered products included for an unreported indication: allergic reaction to analgesics, maxalt and ibuprofen. Concurrent conditions included uterine bleeding (irregular menstrual cycle) since (B)(6) 2009. Concomitant products included oral contraceptive nos from 2004 to 2009. In 2009, the patient experienced dysmenorrhoea ("abnormal menstrual pain / cramping"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and depression ("psychological or psychiatric problems:depression"). In 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia, headache ("headaches"), migraine ("migraines"), weight fluctuation ("weight fluctuation"), vaginal hemorrhage ("abnormal bleeding (vaginal), herpes zoster ("autoimmune disorder:shingles"), bronchitis ("autoimmune disorder:bronchial infection"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). In 2011, the patient experienced fatigue ("fatigue") and feeling abnormal ("neurological conditions or problems:brain fog"). In 2014, the patient experienced allergy to metals ("nickel allergy"). In 2016, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction:rashes/ skin rash") and tongue geographic ("allergic or hypersensitivity reaction:geographic tongue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital hemorrhage ("abnormal heavy bleeding"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("debilitating abdominal cramping"), back pain ("severe back pain"), pruritus ("itching"), anxiety ("psychological or psychiatric problems:anxious"), marital problem ("marital stress"), alopecia ("hair loss"), the first episode of arthralgia ("joint pain (in joints beneath hips, ankles, knees), mood swings ("hormonal changes describe: mood swings"), abdominal pain upper ("stomach pain/stomach cramping"), fallopian tube spasm ("constant forward movement in an effort to minimize tubal spasm"), stress ("psychological or psychiatric problems:stress"), the second episode of arthralgia ("in joints beneath my waist") and chronic migraine ("chronic migraines") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fallopian tube perforation, uterine perforation, device breakage, genital hemorrhage, abdominal pain, abdominal pain lower, menorrhagia, headache, dermatitis allergic, pruritus, fatigue, weight fluctuation, anxiety, depression, vaginal hemorrhage, herpes zoster, bronchitis, bladder disorder, urinary tract disorder, feeling abnormal, allergy to metals, tongue geographic, weight increased, marital problem, alopecia, mood swings, fallopian tube spasm, stress and chronic migraine outcome was unknown and the dysmenorrhoea, back pain, migraine, abdominal pain upper and the last episode of arthralgia had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anxiety, back pain, bladder disorder, bronchitis, depression, dermatitis allergic, device breakage, dysmenorrhoea, fallopian tube perforation, fallopian tube spasm, fatigue, feeling abnormal, genital hemorrhage, headache, herpes zoster, marital problem, menorrhagia, migraine, mood swings, pelvic pain, pruritus, stress, tongue geographic, urinary tract disorder, uterine perforation, vaginal hemorrhage, weight fluctuation, weight increased, the first episode of arthralgia, chronic migraine and the second episode of arthralgia to be related to essure. The reporter commented: plaintiff will be required to undergo a hysterectomy with removal of the essure devices which has been scheduled for (B)(6) 2017. The number of expanded coils that appeared trailing into the uterine cavity was 3. The number of expanded coils that appeared trailing into the uterine cavity was 6. Current weight 240 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Pathology test - on an unknown date: surgical pathology report: final microscopic diagnosis: uterus, hysterectomy: (152 g). Cervix: nabothian cysts. Endometrium: weakly proliferative endometrium. Myometrium: adenomyosis and leiomyoma, 8 mm. Cornu: metallic devices, bilateral. Serosa: subserosal adenomyoma. Ovaries, bilateral: cystic follicle. Oviducts, bilateral: benign paratubal cyst and tubo-ovarian adhesions. Lot number: 629300. Manufacture date:2009-01. Expiration date:2012-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new event chronic migraines was added. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), fallopian tube perforation ('perforation fallopian tube'), uterine perforation ('perforation (uterus)/ malposition of essure device: left device embedded in uterus/ migration of essure device: uterus') and device breakage ('device breakage') in an adult female patient who had essure (batch no. 629300) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation, nabothian cyst and paratubal cyst. Previously administered products included for an unreported indication: allergic reaction to analgesics, maxalt and ibuprofen. Concurrent conditions included uterine bleeding (irregular menstrual cycle) since (B)(6) 2009. Concomitant products included oral contraceptive nos from 2004 to 2009. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced dysmenorrhoea ("abnormal menstrual pain / cramping"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and depression ("psychological or psychiatric problems:depression"). In 2010, the patient experienced menorrhagia ("abnormal bleeding menorrhagia"), headache ("headaches"), migraine ("migraines"), weight fluctuation ("weight fluctuation"), vaginal haemorrhage ("abnormal bleeding vaginal"), herpes zoster ("autoimmune disorder:shingles"), bronchitis ("autoimmune disorder:bronchial infection"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). In 2011, the patient experienced fatigue ("fatigue") and feeling abnormal ("neurological conditions or problems:brain fog"). In 2014, the patient experienced allergy to metals ("nickel allergy"). In 2016, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction:rashes/ skin rash") and tongue geographic ("allergic or hypersensitivity reaction:geographic tongue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal heavy bleeding"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("debilitating abdominal cramping"), back pain ("severe back pain"), pruritus ("itching"), anxiety ("psychological or psychiatric problems:anxious"), marital problem ("marital stress"), alopecia ("hair loss"), the first episode of arthralgia ("joint pain (in joints beneath hips, ankles, knees)"), mood swings ("hormonal changes describe: mood swings"), abdominal pain upper ("stomach pain/stomach cramping"), fallopian tube spasm ("constant forward movement in an effort to minimize tubal spasm"), stress ("psychological or psychiatric problems:stress"), the second episode of arthralgia ("in joints beneath my waist") and chronic migraine ("chronic migraines") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fallopian tube perforation, uterine perforation, device breakage, genital haemorrhage, abdominal pain, abdominal pain lower, menorrhagia, headache, dermatitis allergic, pruritus, fatigue, weight fluctuation, anxiety, depression, vaginal haemorrhage, herpes zoster, bronchitis, bladder disorder, urinary tract disorder, feeling abnormal, allergy to metals, tongue geographic, weight increased, marital problem, alopecia, mood swings, fallopian tube spasm, stress and chronic migraine outcome was unknown and the dysmenorrhoea, back pain, migraine, abdominal pain upper and the last episode of arthralgia had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anxiety, back pain, bladder disorder, bronchitis, depression, dermatitis allergic, device breakage, dysmenorrhoea, fallopian tube perforation, fallopian tube spasm, fatigue, feeling abnormal, genital haemorrhage, headache, herpes zoster, marital problem, menorrhagia, migraine, mood swings, pelvic pain, pruritus, stress, tongue geographic, urinary tract disorder, uterine perforation, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of arthralgia, chronic migraine and the second episode of arthralgia to be related to essure. The reporter commented: current weight 240 lbs. Approximate weight at the time of essure placement 190 lbs. Plaintiff will be required to undergo a hysterectomy with removal of the essure devices which has been scheduled for (B)(6) 2017. The number of expanded coils that appeared trailing into the uterine cavity was 3. The number of expanded coils that appeared trailing into the uterine cavity was 6. Current weight 240 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: following the requisite time, hsg (hysterosalpingogram) was performed but no result was provided.; on (B)(6) 2009: results: total bilateral occlusion. Pathology test - on an unknown date: surgical pathology report: final microscopic diagnosis: uterus, hysterectomy: (152 g) cervix: nabothian cysts. Endometrium: weakly proliferative endometrium. Myometrium: adenomyosis and leiomyoma, 8 mm. Cornu: metallic devices, bilateral. Serosa: subserosal adenomyoma. Ovaries, bilateral: cystic follicle. Oviducts, bilateral: benign paratubal cyst and tubo-ovarian adhesions. Lot number: 629300, manufacture date:2009-01, & expiration date:2012-01 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-jul-2020: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), fallopian tube perforation ("perforation fallopian tube"), uterine perforation ("perforation (uterus)/ malposition of essure device: left device embedded in uterus/ migration of essure device: uterus"), device breakage ("device breakage") and genital haemorrhage ("abnormal heavy bleeding") in an adult female patient who had essure (batch no. 629300) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation, nabothian cyst and paratubal cyst. *following the requisite time, hsg (hysterosalpingogram) was performed but no result was provided. Current weight 240 lbs approximate weight at the time of essure placement 190 lbs. Previously administered products included for an unreported indication: allergic reaction to analgesics, maxalt and ibuprofen. Concurrent conditions included uterine bleeding (irregular menstrual cycle) since (B)(6) 2009. In 2009, the patient experienced dysmenorrhoea ("abnormal menstrual pain / cramping"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches"), migraine ("migraines"), weight fluctuation ("weight fluctuation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), herpes zoster ("autoimmune disorder:shingles"), bronchitis ("autoimmune disorder:bronchial infection"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). In 2011, the patient experienced fatigue ("fatigue") and feeling abnormal ("neurological conditions or problems:brain fog"). In 2014, the patient experienced allergy to metals ("nickel allergy"). In 2016, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction:rashes/ skin rash") and tongue geographic ("allergic or hypersensitivity reaction:geographic tongue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("debilitating abdominal cramping"), back pain ("severe back pain"), pruritus ("itching"), anxiety ("psychological or psychiatric problems:anxious"), depression ("psychological or psychiatric problems:depression"), marital problem ("marital stress"), alopecia ("hair loss"), the first episode of arthralgia ("joint pain (in joints beneath hips, ankles, knees)"), abdominal pain upper ("stomach pain/stomach cramping"), fallopian tube spasm ("constant forward movement in an effort to minimize tubal spasm"), stress ("psychological or psychiatric problems:stress") and the second episode of arthralgia ("in joints beneath my waist") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fallopian tube perforation, uterine perforation, device breakage, genital haemorrhage, abdominal pain, abdominal pain lower, menorrhagia, headache, dermatitis allergic, pruritus, fatigue, weight fluctuation, anxiety, depression, vaginal haemorrhage, herpes zoster, bronchitis, bladder disorder, urinary tract disorder, feeling abnormal, allergy to metals, tongue geographic, weight increased, marital problem, alopecia, hormone level abnormal, fallopian tube spasm and stress outcome was unknown and the dysmenorrhoea, back pain, migraine, abdominal pain upper and the last episode of arthralgia had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anxiety, back pain, bladder disorder, bronchitis, depression, dermatitis allergic, device breakage, dysmenorrhoea, fallopian tube perforation, fallopian tube spasm, fatigue, feeling abnormal, genital haemorrhage, headache, herpes zoster, hormone level abnormal, marital problem, menorrhagia, migraine, pelvic pain, pruritus, stress, tongue geographic, urinary tract disorder, uterine perforation, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: plaintiff will be required to undergo a hysterectomy with removal of the essure devices which has been scheduled for (B)(6) 2017. The number of expanded coils that appeared trailing into the uterine cavity was 3. The number of expanded coils that appeared trailing into the uterine cavity was 6. Current weight 240 lbs diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Pathology test - on an unknown date: surgical pathology report: final microscopic diagnosis: uterus, hysterectomy: (152 g) cervix: nabothian cysts endometrium: weakly proliferative endometrium myometrium: adenomyosis and leiomyoma, 8 mm cornu: metallic devices, bilateral serosa: subserosal adenomyoma ovaries, bilateral: cystic follicle oviducts, bilateral: benign paratubal cyst and tubo-ovarian adhesions. Lot number: 629300. Manufacture date:2009-01 expiration date:2012-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), fallopian tube perforation ('perforation fallopian tube'), uterine perforation ('perforation (uterus)/ malposition of essure device: left device embedded in uterus/ migration of essure device: uterus') and device breakage ('device breakage') in an adult female patient who had essure (batch no. 629300) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation, nabothian cyst and paratubal cyst. Previously administered products included for an unreported indication: allergic reaction to analgesics, maxalt and ibuprofen. Concurrent conditions included uterine bleeding (irregular menstrual cycle) since (B)(6) 2009. Concomitant products included oral contraceptive nos from 2004 to 2009. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced dysmenorrhoea ("abnormal menstrual pain / cramping"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and depression ("psychological or psychiatric problems:depression"). In 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches"), migraine ("migraines"), weight fluctuation ("weight fluctuation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), herpes zoster ("autoimmune disorder:shingles"), bronchitis ("autoimmune disorder:bronchial infection"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). In 2011, the patient experienced fatigue ("fatigue") and feeling abnormal ("neurological conditions or problems:brain fog"). In 2014, the patient experienced allergy to metals ("nickel allergy"). In 2016, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction:rashes/ skin rash") and tongue geographic ("allergic or hypersensitivity reaction:geographic tongue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal heavy bleeding"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("debilitating abdominal cramping"), back pain ("severe back pain"), pruritus ("itching"), anxiety ("psychological or psychiatric problems:anxious"), marital problem ("marital stress"), alopecia ("hair loss"), the first episode of arthralgia ("joint pain (in joints beneath hips, ankles, knees)"), mood swings ("hormonal changes describe: mood swings"), abdominal pain upper ("stomach pain/stomach cramping"), fallopian tube spasm ("constant forward movement in an effort to minimize tubal spasm"), stress ("psychological or psychiatric problems:stress"), the second episode of arthralgia ("in joints beneath my waist") and chronic migraine ("chronic migraines") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fallopian tube perforation, uterine perforation, device breakage, genital haemorrhage, abdominal pain, abdominal pain lower, menorrhagia, headache, dermatitis allergic, pruritus, fatigue, weight fluctuation, anxiety, depression, vaginal haemorrhage, herpes zoster, bronchitis, bladder disorder, urinary tract disorder, feeling abnormal, allergy to metals, tongue geographic, weight increased, marital problem, alopecia, mood swings, fallopian tube spasm, stress and chronic migraine outcome was unknown and the dysmenorrhoea, back pain, migraine, abdominal pain upper and the last episode of arthralgia had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anxiety, back pain, bladder disorder, bronchitis, depression, dermatitis allergic, device breakage, dysmenorrhoea, fallopian tube perforation, fallopian tube spasm, fatigue, feeling abnormal, genital haemorrhage, headache, herpes zoster, marital problem, menorrhagia, migraine, mood swings, pelvic pain, pruritus, stress, tongue geographic, urinary tract disorder, uterine perforation, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of arthralgia, chronic migraine and the second episode of arthralgia to be related to essure. The reporter commented: current weight 240 lbs. Approximate weight at the time of essure placement 190 lbs. Plaintiff will be required to undergo a hysterectomy with removal of the essure devices which has been scheduled for (B)(6) 2017. The number of expanded coils that appeared trailing into the uterine cavity was 3. The number of expanded coils that appeared trailing into the uterine cavity was 6. Current weight 240 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: following the requisite time, hsg (hysterosalpingogram) was performed but no result was provided.; on (B)(6) 2009: results: total bilateral occlusion. Pathology test - on an unknown date: surgical pathology report: final microscopic diagnosis: uterus, hysterectomy: (152 g) cervix: nabothian cysts endometrium: weakly proliferative endometrium myometrium: adenomyosis and leiomyoma, 8 mm cornu: metallic devices, bilateral serosa: subserosal adenomyoma ovaries, bilateral: cystic follicle oviducts, bilateral: benign paratubal cyst and tubo-ovarian adhesions.. Lot number: 629300, manufacture date:2009-01 expiration date:2012-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2020: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), fallopian tube perforation ('perforation fallopian tube'), uterine perforation ('perforation (uterus)/ malposition of essure device: left device embedded in uterus/ migration of essure device: uterus') and device breakage ('device breakage') in an adult female patient who had essure (batch no. 629300) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation, nabothian cyst and paratubal cyst. *following the requisite time, hsg (hysterosalpingogram) was performed but no result was provided. Current weight 240 lbs approximate weight at the time of essure placement 190 lbs. Previously administered products included for an unreported indication: allergic reaction to analgesics, maxalt and ibuprofen. Concurrent conditions included uterine bleeding (irregular menstrual cycle) since (B)(6) -2009. Concomitant products included oral contraceptive nos from 2004 to 2009. In 2009, the patient experienced dysmenorrhoea ("abnormal menstrual pain / cramping"). On (B)(6) -2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and depression ("psychological or psychiatric problems:depression"). In 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches"), migraine ("migraines"), weight fluctuation ("weight fluctuation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), herpes zoster ("autoimmune disorder:shingles"), bronchitis ("autoimmune disorder:bronchial infection"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). In 2011, the patient experienced fatigue ("fatigue") and feeling abnormal ("neurological conditions or problems:brain fog"). In 2014, the patient experienced allergy to metals ("nickel allergy"). In 2016, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction:rashes/ skin rash") and tongue geographic ("allergic or hypersensitivity reaction:geographic tongue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal heavy bleeding"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("debilitating abdominal cramping"), back pain ("severe back pain"), pruritus ("itching"), anxiety ("psychological or psychiatric problems:anxious"), marital problem ("marital stress"), alopecia ("hair loss"), the first episode of arthralgia ("joint pain (in joints beneath hips, ankles, knees)"), mood swings ("hormonal changes describe: mood swings"), abdominal pain upper ("stomach pain/stomach cramping"), fallopian tube spasm ("constant forward movement in an effort to minimize tubal spasm"), stress ("psychological or psychiatric problems:stress"), the second episode of arthralgia ("in joints beneath my waist") and chronic migraine ("chronic migraines") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fallopian tube perforation, uterine perforation, device breakage, genital haemorrhage, abdominal pain, abdominal pain lower, menorrhagia, headache, dermatitis allergic, pruritus, fatigue, weight fluctuation, anxiety, depression, vaginal haemorrhage, herpes zoster, bronchitis, bladder disorder, urinary tract disorder, feeling abnormal, allergy to metals, tongue geographic, weight increased, marital problem, alopecia, mood swings, fallopian tube spasm, stress and chronic migraine outcome was unknown and the dysmenorrhoea, back pain, migraine, abdominal pain upper and the last episode of arthralgia had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anxiety, back pain, bladder disorder, bronchitis, depression, dermatitis allergic, device breakage, dysmenorrhoea, fallopian tube perforation, fallopian tube spasm, fatigue, feeling abnormal, genital haemorrhage, headache, herpes zoster, marital problem, menorrhagia, migraine, mood swings, pelvic pain, pruritus, stress, tongue geographic, urinary tract disorder, uterine perforation, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of arthralgia, chronic migraine and the second episode of arthralgia to be related to essure. The reporter commented: plaintiff will be required to undergo a hysterectomy with removal of the essure devices which has been scheduled for (B)(6) 2017. The number of expanded coils that appeared trailing into the uterine cavity was 3. The number of expanded coils that appeared trailing into the uterine cavity was 6. Current weight 240 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Pathology test - on an unknown date: surgical pathology report: final microscopic diagnosis: uterus, hysterectomy: (152 g) - cervix: nabothian cysts - endometrium: weakly proliferative endometrium - myometrium: adenomyosis and leiomyoma, 8 mm - cornu: metallic devices, bilateral - serosa: subserosal adenomyoma ovaries, bilateral: cystic follicle oviducts, bilateral: benign paratubal cyst and tubo-ovarian adhesions.. Lot number: 629300 manufacture date:2009-01 expiration date:2012-01 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new event chronic migraines was added. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormal menstrual pain"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("debilitating abdominal cramping"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), headache ("headaches"), migraine ("migraines"), rash ("rashes"), pruritus ("itching"), fatigue ("fatigue"), weight fluctuation ("weight fluctuation"), anxiety ("anxious") and depression ("depression"). The patient was treated with surgery (a hysterectomy with removal of the essure has been scheduled on (B)(6) 2017). At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, abdominal pain lower, menorrhagia, back pain, headache, migraine, rash, pruritus, fatigue, weight fluctuation, anxiety and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pruritus, rash and weight fluctuation to be related to essure. The reporter commented: plaintiff will be required to undergo a hysterectomy with removal of the essure devices which has been scheduled for (B)(6) 2017. Diagnostic results: following the requisite time, hsg (hysterosalpingogram) was performed but no result was provided. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.